Event description:
A literature article reported that a pt with a medical history of blunt trauma to the left eye by a stone and development of traumatic cataract had complained of itching, redness and a gradual declining vision during six month in their left eye. After a cataract surgery at another institution, pt was treated with contact lens for anisometropia and a scleral-fixated posterior chamber intraocular lens was implanted. Following the operation the pt had good vision for 18 months. On an unknown date an ophthalmic examination revealed abnormality in the right eye. The best-corrected visual acuity was 1/20 in the left eye and 20/20 in the right eye; the left cornea was edematous and showed bullous keratopathy causing blurring of details of anterior segment structures. The intraocular lens was dislocated into the anterior chamber with the nasal haptic positioned behind the iris plane. On an unspecified date the pt underwent corneal transplantation and intraocular lens extraction. Two months after the operation the best-corrected visual acuity of the left eye was 40/200 (with spectacle correction of +6.00/1.25x155 degrees); funduscopy revealed persistent macular edema.